Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced unspecified infection manifested by cloudy effluent and subsequently passed away. The patient was hospitalized for the infection. The cause of the infection and treatment for the event were not reported. Four days after the onset of the infection, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. The patient had not yet recovered from the unspecified infection at the time of the death. It was reported that the patient was "doing twin bags in the hospital" (further details not reported), however, it was not reported if the patient was performing pd therapy at the time of death. No additional information is available.